Event description:
The patient was undergoing coil embolization for an aneurysm. After the guiding catheter was in, the hub cracked and it had to be replaced with another one. The patient was not harmed.